Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital with dizziness. Inappropriate pacing was reported on the ventricular lead and based on the chest x-ray, it was suspected that there was not enough slack for this lead. Upon revising the lead, the distal setscrew did not easily unscrew. The lead measurements were within normal limits when tested with the pacing system analyzer. Slack was given to the ventricular lead, then the distal setscrew could not be tightened therefore the pacemaker was replaced.